Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on a merlin.net transmission. Upon review of the transmission, it was observed that the implantable cardioverter defibrillator was over-sensing far r-waves resulting in inappropriate mode switch episodes. Programming changes were completed. No patient symptoms were reported and the patient will continue to be monitored.